Manufacturer narrative:
The reported malfunction was observed, and attributed to a faulty control switch on the control board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.